Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient (pt) reported to rep about seeing the message "terminated" on her controller screen. She says she sees it all the time meaning when charging ins and not charging ins. Technical services (ts) reviewed that this can be a normal screen to see during a charging session when charging has stopped due to loss of telemetry or pt decided to end charging session. Pt had little historical information other than it has been going on since implant and pt didn't have the recharger (rtm) available to replicate what pt is reporting. Ts had the rep reset the patient's controller which removed the "terminated" screen pt was seeing. They were not seeing it when they connected back the ins battery. Ts reviewed to send pt home to charge over the weekend and pay attention to when she sees this message and to call back if it is persistent again. Rep informed pt to ensure she stops the charging session before they disconnect the rtm as well. Pt will call patient services if needed.  Additional information received from the patient reported that she spoke to rep again who said to call and get a controller for these issues. Patient stated that since september she has had issues with the ins just shutting off on its own. Patient stated that she saw the rep a month ago and she made some adjustment, but this is still occurring. Patient stated that she knows the device is shutting off as it's on and still showing 90% when should be 40%. Patient stated that she also had issues since implant with the recharger finding the ins and at times can take 20 minutes. Patient called back from secondary phone number to report that she received new recharger and controller. Pss walked patient through successfully setting up controller